Event description:
A customer contacted beckman coulter regarding an erroneously low troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of "<0.06" was obtained. The result was reported out of the lab. The original sample was re-tested for accu tni and the repeated result was 1.29ng/ml. A fresh sample was collected from the patient and tested for accu tni and a result of 1.09ng/ml was obtained. The customer indicated that accu tni result of 1.29ng/ml is believed to be a true result for this patient and met the clinical picture of the patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, qc and system checks were within specifications. However, the actual results were not provided. The specimens were collected in bd, lithium heparin tubes and centrifuged at 3,000 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing which passed. The fse conducted accu tni qc and precision testing; results passed within specifications. Per the fse notes, no hardware issues were indentified. Pre-analytical sample handling was discussed with the customer. In a follow-up with the customer, they stated that there have been no further issues and they are looking into a new centrifuge to be able to centrifuge samples higher than 3,000 rpm. A clear root cause has not been determined to this event. A malfunction will be assumed for the purpose of this report.